Event description:
In 2007, initial result of positive for toxoplasmosis lgg. Same sample repeated using 2 different methods recovered negative. A second sample drawn from the same patient at about 12 days later was positive when initially tested, and negative when repeated using 2 different methods. If additional information is received, appropriate notification will be provided.